Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels approximately 1 year ago (no values provided). The customer rolled their ankle and had to have surgery. The customer treated by drinking soda, eating a snack, and administering oral glucose. The customer also mentioned episodes where the emergency medical services (ems) responded and administered intravenous glucose.